Event description:
Report received that the device powered off without an audible alarm. While plugged into ac power, the pump was delivering an unspecified solution at an unspecified rate when "the screen went blank and the device had shut down, but no alarm sounded." The nurse unplugged the pump from ac power, plugged it back into ac power and reprogrammed. The delivery was completed without further incident. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.